Manufacturer narrative:
The first and second balloons were implanted for 317 days and 261 days, respectively. A potential root cause of the deflation could have been material fatigue resulting from low balloon pressure due to use of the device beyond 6 months, however the actual root cause remains unknown. Deflation is a known risk; the frequency of balloon deflations to date has not exceeded the frequency identified in the labeling. Per the labeling "patients reporting a loss of fullness, increased hunger, and/or weight gain should be examined by radiograph, as this may be a sign of balloon deflation. Additionally, any increase in nausea, vomiting and/or cramping after initial symptoms have subsided may indicate a deflated balloon. Patients should be evaluated by radiograph and endoscopic visualization might be required if the state of inflation cannot be determined radiographically. In the event of balloon deflation, the balloon should be removed as soon as possible". The instruction for use contains the following warning: "the risk of balloon deflation is significantly higher with balloons that are left longer than 6 months".

Event description:
A single deflated balloon was identified at a scheduled overdue endoscopic removal in a male patient with a first balloon placement of (B)(6) 2018 and second balloon placement of (B)(6) 2018. The balloon was identified free floating in the stomach with no migration into the lower intestine during the non-emergent, scheduled endoscopy removal on (B)(6) 2019. All balloons were successfully removed by endoscopy without complication and the balloons were not returned for investigation.